Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: the information requested is unknown. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertain to the product code. During the visual assessment of the needle suture, it was noted that the swage and attachment area were noted as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides the fixation tabs were found to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an arthroscopy procedure on (B)(6) 2023 and suture was used. That the fixation feature had been missing in the newly dispensed suture when it was opened for a surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot is unavailable. Upon receipt and analysis of the product the fixation feature was broken.